Event description:
It was reported that during implant of the right ventricular lead, the helix was extended then retracted in order to be repositioned. The helix would not extend again. The lead was removed from the patient and the helix still would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism, the turns to extend/retract the helix exceeds specification, and the lead appeared damaged at implant.